Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30584002l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a male patient underwent an atrial tachycardia (at) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis. Since atrial tachycardia right (r-at) was suspected and mapping was performed, atrial flutter (afl) was suspected and cavotricuspid isthmus (cti) ablation (abl) was performed. Map was triggered again. As left atrium (la) was suspected, septal puncture was performed. Atrial flutter (af) occurred when the sheath was advanced to the la. Direct current (dc) cardioversion to sinus. La voltage map was produced at a carotid sinus (cs) pace followed by induction to produce la-at-map. Since right atrium (ra) was suspected, a decrease in blood pressure was noted at the timing when ¿ra atmap began to be written¿, which was confirmed by a body surface echo. As effusion was observed, the procedure was discontinued. Drainage was performed. As blood pressure was stable and fusion disappeared, the procedure was over. The patient outcome of the adverse event was reported as improved. It was not reported that extended hospitalization was required. This adverse event was discovered during use of biosense webster products. The physician did not provide a causality opinion for the cause of this adverse event. Transseptal puncture was performed, but the product information was unknown. Prior to noting the CT, ablation was not performed. There was no evidence of a steam pop. The event occurred during the mapping phase.